Event description:
Sorin group (B)(4) received a report that the s3 console displayed error messages during a procedure. The error message disappeared after a few seconds but later re-appeared and caused the pump to stop. The system was power cycled and the case was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
The manufacture date will be provided in a follow-up report. Sorin group (B)(4) manufactures the s3 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note this medwatch report is being filed late due to an internal miscommunication. The system was checked by a third party service technician. The service technician tested the system and found no problems so the system was returned to service. It was also reported that the system was used again after the testing without any problems. Then, while the system was being setup for another case, multiple error messages were displayed. There was no pt involvement as the issue occurred during setup and priming. The system was checked once again by the same third party service technician. This time, the service technician was able to reproduce the errors. In response to this report sorin group (B)(4) requested that the service rep replace the ups control module, interface module, dc/dc module, control desk module, and control display module. These parts were replaced and will be returned to sorin group (B)(4) for eval. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.